Manufacturer narrative:
This supplemental correction is provided based on additional information received on march 25, 2026. Upon follow up with the patient to confirm whether the cannula was visible after pod removal, it was clarified that the initial information indicating it was not visible was incorrect. Further review determined that the cannula was visible, and the patient stated that the cannula was initially inserted and experienced unintended movement without affecting blood glucose levels. No needle mechanism failure was reported.this constitutes the final report for report number #3014585508-2026-14646-00. Insulet¿s analysis of the provided information determined that reporting requirements were not met; therefore, this event is no longer considered reportable.

Event description:
The patient reported that the cannula was not visible after the pod was removed. No impact on the patient¿s blood glucose levels was reported. The pod was worn for between 5 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.